Event description:
The customer reports back to back results of; 45 vs 477 mg/dl and 118 vs 249 mg/dl on his meter. No report of an adverse event. Controls were not run. Return requested and replacement was sent.